Event description:
The ge oec 9800 fluoroscopy system had image quality/image display issues. Recalled images caused monitor blanking/uncommanded switching between monitors.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective/failing image processor pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.